Event description:
The patient contacted lifescan (lfs) united kingdom on (B)(6) 2012 requesting a new meter, since he claimed he discarded the meters and has been unable to test his blood glucose readings for the past two months. He does not recall the names of his meters. He claims that his first meter stopped working and he discarded that first one and about two months ago his other one touch meter stopped working and he took it to the pharmacy and they told him that it was not an issue with the battery. Since the meter stopped working he discarded that meter also. Serial numbers of meters was not provided. The patient mentioned that on (B)(6) 2012 was when his meter was not powering and he discarded the meter. He claims he fainted on (B)(6). No further clinical information was provided about his symptoms. He went to the hospital on (B)(6) 2012 because he was suppose to get a colonoscopy and was suppose to get his blood glucose tested before the procedure. When we went to get tested his blood glucose was below 2.0 mmol/l and the physician treated him with a lucozade. Customer service sent the patient a new meter. The meter is not being returned since the patient discarded the meter. The complaint is being reported since the patient alleged due to the meter not powering on, he was unable to test his blood glucose , developed symptoms and had to be treated by his physician for a result below 2.0 mmol/l.

Manufacturer narrative:
Lot # and serial number was not provided.